Event description:
Patient was experiencing shortness of breath and numbness radiating down their arm along with chest pain and pressure, not in the area of the vns. When patient feels these symptoms, patient "takes some nitro" and the symptoms resolve. Treating neurologist indicated that the reported event was not related to the vns therapy and may be related to the musculoskeletal or cardiac system. The patient was referred to a cardiologist.